Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed and mildly calcified lesion in the right renal artery. A 4.0x12mm herculink elite balloon expandable stent system (bess) was advanced and pressurized to 8 atmospheres; however, the stent failed to deploy. The procedure was successfully completed with an unspecified 4.0x12mm stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspections were performed on the returned stent delivery system (sds). The reported stent deployment issue was unable to be confirmed as the stent was deployed without any issues noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported activation/deployment issues. In this case, it is possible that the accessory devices used during the procedure where on the off position preventing inflation of the catheter and the stent deployment; however, this could not be confirmed. The noted stent movement and proximal shaft bend likely occurred during packing for return analysis. There were visible crimp marks on the balloon suggesting the stent was originally positioned correctly and securely at the time of manufacture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.